Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a bilateral total hip arthroplasty on an unknown date. During post operative monitoring and testing, adverse reaction to metal debris, complex fluid, joint effusion, synovial fluid and osteolysis in the left hip were noted. The fluid on the anterior medial quadrant of the left hip measured 30.2 x 42.5 x 30.9 x 0 and the fluid on the anterior and posterior medial quadrants of the right hip measured 42 x 62.1 x 15.9 x 2.1. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedures to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 MDR's filed for the same event (reference 1825034-2014-01802 / 01803 & 07358/7360).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a bilateral total hip arthroplasty on (B)(6) 2002. During post operative monitoring and testing, adverse reaction to metal debris, complex fluid, joint effusion, synovial fluid and osteolysis in the left hip were noted. The fluid on the anterior medial quadrant of the left hip measured 30.2 x 42.5 x 30.9 x 0 and the fluid on the anterior and posterior medial quadrants of the right hip measured 42 x 62.1 x 15.9 x 2.1. These findings were found due to follow up testing. Patient further reported left hip soreness and popping sensation in both hips. There has been no reported revision procedures to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01802 / 01803).